Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the io panel was replaced. The io panel was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed and the network connector was intact and functional but the hdmi connector was damaged. The connector shell was pulled apart and the internal connection was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the network and hdmi ports were working intermittently. Both navigation and imaging were aborted causing a 10 minute delay in the procedure. No impact on patient outcome. The manufacturer representative went to the site and could not duplicate the issue. They talked with the site and discovered that the navigation system was never selected in the navigation selection portion on the mobile view station (mvs). The hdmi port did appear to be damaged.